Event description:
The customer called reporting he rec'd an error 4 message when attempting to perform a glucose test on his freestyle meter. The customer also reported the uom was unlocked and in the correct unit and investigation of the device confirmed the memory overwrite malfunction occurred. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to (mg/dl). Readings with an 18 cal code were not found in glucose log. Log number 0300, 0015, 0204 errors were found in error log. E3/e4 errors with low battery icon were not observed. Calibration parameters were within spec. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.